Event description:
It was reported that during the implant attempt, the lead was handed off to the physician, but it is unknown if the helix was retracted at that time. During the procedure, the physician was unable to get the lead into the target location, so it was removed from the body. It was noted that the helix was out. Attempts to retract the helix were unsuccessful. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant and stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.